Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, case on battery compartment, case at reservoir tube window corners, and battery tube threads. The device had broken belt clip slot, broken reservoir tube lip, and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer insulin had a major crack on the screen, and battery and reservoir compartment. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer will be receiving a replacement insulin pump.